Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6)2012-08-22. (B)(4).

Event description:
It was reported that the patient experienced an infection three years after implant. The patient was admitted after presenting with a swollen left chest and sternal osteomyelitis. It was also noted the patient was possibly septic. The source of the infection is unknown. Follow up revealed the implantable pulse generator (ipg) system was extracted. No further patient complications have been reported as a result of this event.